Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified while based on the analysis, the alleged battery issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.